Manufacturer narrative:
(B)(4). The customer reported a failure to alarm. The reporter requested assistance in verifying that users had acknowledged (silenced) the alarms. No pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a failure to alarm. No pt harm was reported.